Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed a fall-off test. The cause for the failure was isolated to defective u306 and u401 components on the distribution node pca. The root cause for the defective componenets has not been positively identified. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt ecgs were non-functional.